Event description:
Customer reported that c180j breaks from the connection when inserted into a saline bottle.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Additional information: can we get more information about what broke, was it the spike? Did the connector break off of the spike? Spike broken.

Manufacturer narrative:
One sample and photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken, a piece of the spike was stuck inside the bag. A device history review was performed for lot 2303204, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is likely the damage occurred when connecting/disconnecting the device.